Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding an implantable neurostimulator (ins). The reason for the call was the caller reported that the device stopped charging at least a year ago. The caller stated that the patient contacted a representative and was told to have the device removed and replaced. Troubleshooting was not required. The agent reviewed MRI information. Additional information was received. The representative stated that they were unfamiliar with the patient and that they were not aware of this patient¿s issues and that had they been aware, they would have redirected them to patient technical services. The representative stated they reached out to their team and no one was aware of this patient or their device issues.